Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: during investigation, the pump powered on with a blue line through the bottom of the display. Unrelated to the complaint, evaluation revealed a crack in the battery compartment near top left corner of grip pad. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.